Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log confirmed the reported event of a hardware error. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4)